Event description:
It was originally reported that there was a communication problem. The patient was last able to recharge at the (B)(6) 2013 and not since 2013 (B)(6). Patient inquired if the belt he wore caused the issue. It was noted that the patient hardly ever used the patient programmer. It was reported on (B)(6) 2013 that the device was not taking a charge. The last time the device was fully charged was on (B)(6) 2013. He was not feeling stimulation and has not felt stimulation since the week after (B)(6) 2013. His profession was a police officer. He went back into uniform on (B)(6) 2013 and has a radio. He wondered if the radio maybe causing the ins not to charge. He experienced a loss of therapeutic effect. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).